Event description:
It was initially reported that the device was displaying its service wrench. After initial evaluation by physio-control, it was observed that the device would not deliver defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that a cable mounted plug connector, designator p502, was not completely seated into the corresponding analog pcb mounted jack connector, designator j502. This caused the device to log several event codes and to not have the ability of deliver defibrillation energy. The customer received a replacement device.

Manufacturer narrative:
Correction: (B)(4). The initial medwatch reads: (B)(4) 2008. The initial medwatch should read: (B)(4) 2006.